Event description:
Philips received a complaint by the customer on the v60 indicating that the devices liquid crystal display (lcd) touchscreen upper right corner is not calibrating properly. Touchscreen panel will need to be replaced. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.